Event description:
Description of event according to the initial reporter. The filter was realigned as it was implanted crooked. The patient was sent home. After-which, the patient went to the (B)(6) hospital indicating she was experiencing chest pain. The physician at (B)(6) was able to substantiate the filter was crooked.